Manufacturer narrative:
.

Event description:
It was reported to philips that when the device was connected to pads, there was no pads ECG waveform displayed. There was patient involvement, however no patient harm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when the device was connected to pads, there was no pads ECG waveform displayed. There was no report of patient involvement.